Event description:
A malfunction code "malf 12" was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump and provided instructions, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.